Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, the right atrial (ra) lead and right ventricular (rv) lead exhibited difficulty deploying the helix and subsequently dislodged. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the proximal conductor of the lead became extrinsically distorted due to flattening. Visual analysis of the lead indicated damage at implant. The analyst noted that the proximal conductor was flattened at 26.5 cm from the connector pin. If information is provided in the future, a supplemental report will be issued.